Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right atrial lead exhibited noise. Electrical parameters were all within range. No patient symptoms were reported. The lead remained implanted.